Event description:
A malfunction was reported on a pump after exposure to heat and a park ride. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to return for help if the issue reappears.